Event description:
The consumer stated that upon removal of her tampon, it turned inside-out and fell apart. She indicated that the entire middle inside of the tampon came out when she pulled the string.

Manufacturer narrative:
A document and records review was performed on the reported lot. Documentation assessed included: manufacturing, quality audit, production, raw material and device history records. The assessment found no anomalies that may have attributed to the reported issue; therefore the complaint could not be confirmed. There were findings detected during the manufacturing of the sub-assemblies, however, those products were scrapped during the process. There were no issues found on finished product. The complaint sample was not returned by the consumer; therefore no product evaluation was performed. Information from this incident will be included in our product complaint and MDR trend analysis.